Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: the rubber on the keypad was undamaged and all of the buttons responded properly to user presses. The original complaint could not be duplicated or confirmed. The audio bolus button cover was detached and its slug was missing. The pumps cover was removed and moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.